Manufacturer narrative:
The reported event of the left ventricular lead unable to be inserted through the introducer was not confirmed. As received, a complete lead was returned in one piece. Lead was inserted through the proximal end of the inner catheter all the way through with no restrictions noted. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead was unable to be inserted through the introducer. The lv lead and the introducer were explanted and replaced to resolve the event. The patient was in stable condition.